Manufacturer narrative:
Three images were received, two appearing to show the detached tip within the patient using fluoroscopy and the other showing the remainder of the device after removal from the patient. Visual inspection of the returned electrode indicated the distal end of the tip was detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Additional investigation is being performed and a follow up report will be submitted upon completion.

Manufacturer narrative:
The reported event of a detached tip was confirmed. The root cause of the tip detachment was due to an incomplete weld penetration of the tip, resulting in a weakened bond.

Event description:
During a simplicity procedure, the tip of the probe detached and remained in the patient. The probe was removed from the patient and fluoroscopy confirmed that 3 mm of the probe still remained in the patient. The procedure was completed using another probe and the patient was in stable condition with some discomfort.